Manufacturer narrative:
A follow up on (B)(6) 2016 indicated that the customer was released from the hospital on (B)(6) 2016.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2016 with diabetic ketoacidosis and had an elevated blood glucose level of 469 mg/dl. The customer delivered boluses. The customer was treated with intravenous fluid and insulin drip while in the hospital. During troubleshooting with tandem's technical support on (B)(6) 2016, the customer noticed a small form of insulin coming out of the septum. Reportedly, the cartridge had been on the pump for approximately 3 days. At the time of the report, the customer was not using the pump for therapy as they were still in the hospital. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information was provided.